Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2013 to have her rf system explanted, as it was no longer operational. The patient was implanted with a scs system. The patient reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.